Event description:
The radiology technician left a message that in 2004 they were using a gel mark and it "broke during a procedure." Lot was unk. Initially, it could not be ascertained if this is a tip shear or some other problem. Two messages were left for the pt but no response was received. Subsequently it was confirmed to be a tip shear. The tip was retrieved. There was no pt adverse effect.